Manufacturer narrative:
Concomitant products: product ID: 3550-39, lot# n304518, implanted: (B)(6) 2011, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 355531, lot# n300850, implanted: (B)(6) 2011, product type: screening device. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported that she was unable to charge the implantable neurostimulator (ins). She was also unable to connect using the patient programmer, and the patient was unable to communicate using another external device. It was noted that the patient was not hurting and did not use the therapy. It has been a month or over a month since she last charged the device. Additional information received from the consumer reported the patient called the healthcare provider (hcp) who checked her out. The hcp had a manufacturer's representative (rep) check the stimulator. It was not working and they jump charged it for an hour at the doctor's office. However, after an hour, it still would not charge. That evening, the patient again jump started it for an hour after which it finally allowed the patient to charge. It took several sittings over the weekend to get the stimulator fully charged. The rep met with the patient at the doctor's office to check the stimulator's reading. When the battery was first implanted on (B)(6) 2011, the patient was able to charge it within 2-4 hours depending on the battery life. Over time though, the patient felt like the battery was moving downward and the patient had a nipping sensation in her hip. Now, the patient had to lay on a hard surface, the floor, on top of the charger. It took a while to find and place the charger on her to obtain a good connection. After a couple hours, it got hot. The patient only had half a battery charge and her hip hurt worse from the charging ordeal. The hcp was doing a surgery on (B)(6) 2015 to reposition the battery. It was noted the patient's hip had always ached where the battery was implanted. Follow-up from the hcp reported the revision surgery resolved the charging issue and hip pain. Relevant medical history included post lumbar laminectomy syndrome and spinal pain.